Manufacturer narrative:
(B)(4).

Event description:
It was reported, that a bleeding event occurred. The sensor into the abdomen on (B)(6)2023. Upon insertion, the patient experienced bleeding and small circle wounds. The patient's wife called an ambulance and the patient was taken to the emergency room. In the ER, medical professionals removed the sensor, cleaned the wound, and applied stitches. The patient was discharged after a couple of hours. It was reported, that the patient was taking blood thinners at the time of the event. At the time of the report the patient was recovered. No additional patient or event information is available.